Event description:
Patient had an ercp (endoscopic retrograde cholangiopancreatography) for common bile duct stones. Cook fusion quattro extraction balloon x 2 used for stone sweep and upon inflation both balloons ruptured. A third balloon was utilized and the procedure was successfully completed without complications. No patient harm reported. Cook fusion quattro extraction balloon: 8.5/10/12/15 mm, ref: fs-qeb-b, lot#: w4734032, exp: 06/06/2024. Reference report: mw5153698.